Event description:
A malfunction related to a pump was reported, with the specific malfunction code being malf 13. There was no report on whether the customer¿s blood glucose level exceeded a critical threshold, as the customer declined to provide this information. To address the issue, the customer was instructed to switch to multiple daily injections (mdi) as a backup therapy and to put the pump in storage mode before returning it. A replacement pump was scheduled to be sent under warranty, with the customer acknowledging the return process.